Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to treat patient using a closurefast catheter and a rfg2 generator. It was reported that devices were prepped as per IFU. The account reported that when they plugged catheter into generator, the error message "catheter not recognized" was displayed on the screen. Generator was turned off and on and power-cycled, same message appeared when inserted catheter. Catheter was re-inserted into generator and the message appeared again. Procedure was completed with a laser. After the procedure had been completed the physician plugged one of the catheters back into the generator again and the message did not appear at that time. No patient injury reported.